Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 488 mg/dl. The customer was assisted with troubleshooting. Customer states sensor lost signal and loss of communication. Customer states transmitter and insulin pump transitioned into connection automatically. The devices will not be returned for analysis.